Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient felt that they had a bladder infection on (B)(6) 2017 because they felt urgency constantly, but it was noted to be better the next day. It was also reported that they were having an allergic reaction to the tape used, and had blisters. They went to the healthcare provider¿s office to have their bandage changed on (B)(6) 2017 because of the allergic reaction. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.